Manufacturer narrative:
The pod initially was not able to connect to the master pdm to be downloaded. All three batteries were measured to be low. The pod was connected to a 4.5v power supply and the pcb was removed but the pod could not be downloaded. Discoloration was observed through the top housing and corrosion was observed on the pcb with fluid contact observed on the commutator cap. The housing vent was observed to be punctured which allowed fluid ingress, leading to the internal corrosion and low batteries. The timing and cause of the housing vent damage could not be determined. Without the download data, the alleged cgm pairing issue cannot be confirmed. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above (B)(6) while wearing the pod between 1 and 4 hours. Investigation of the pod observed discoloration through the top housing and a puncture in the vent that allowed fluid to ingress leading to internal corrosion. The device was originally reported for continuous glucose monitoring pairing issues.